Event description:
Facility alleges blood leak during dialysis. Chief tech reports leak occurred at initiation of treatment. Pt restarted on another dialyzer with no further medical intervention. Estimated blood loss > 100 cc. 15th use.